Event description:
Info received indicates the head up function is not working properly.

Manufacturer narrative:
The technician bled the hydraulic line for dirt/air bubbles. After bleeding the hydraulic system, the head up function worked properly.